Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 22.2 mmol/l and 24 mmol/l. Customer was treated with insulin pump. Customer had sensor glucose of 2.2 mmol/l which was treated with glucose gel, then blood glucose went to 3.2 mmol/l. Customer stated that they had 23 alarms for calibrate now. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.